Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable t4 elecsys e2g results from the cobas e 801 analytical unit. (B)(6). The questionable results were not reported outside of the laboratory. The repeat results were considered correct. The reagent lot number was 530540. The expiration date was requested but was not provided.

Manufacturer narrative:
The provided calibration and qc data were acceptable. Therefore a reagent-specific issue could most likely be excluded. The analyzer alarm trace contained a substantial amount of alarms typical for a sample quality issue on the day of the event. The investigation determined the issue is consistent with a preanalytical issue. Pre analytics are within the customer's responsibility. There was no indication of a device malfunction.